Manufacturer narrative:
H3; product analysis of em850: evaluation could not reproduce the reported malfunction of collet stuck. It was also noted that the attachment is locking but tool not locking, collet was jammed, depth test failed and corrosion. Product analysis of pss unknown tool: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in future, product analysis may be performed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: em850, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of broken tool stuck inside motor collet. It was reported there was no patient involvement. Repair request escalated to product event based on reason for return.

Manufacturer narrative:
H3: product analysis (pss unknown tool): no conclusion can be drawn. Device return was requested. However, the product was reported to have been discarded. Therefore, returned device analysis was not able to be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.